Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker failed to be interrogated leading to transmission issue. No intervention was performed. Patient status is not known.